Manufacturer narrative:
Follow-up #1: date of submission 04/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2016. The last bolus delivery was a 1.10unit bolus on (B)(6) 2016 at 16:18. The pump history showed that the pump was not in use between (B)(6) 2016 at 19:01 until (B)(6) 2016 at 00:47. The black box showed a manual time/date change from (B)(6) 2016 08:06 to (B)(6) 2016 20:12. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient was in the hospital with diabetic ketoacidosis (dka). No further details were provided. The patient had reportedly been off the pump until (B)(6) 2016 on a pump vacation. It is unknown at this time if the patient was using the pump at the time of hospitalization. Troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced dka and the pump could not be ruled out as a contributor.